Event description:
It was reported that an MRI was ordered of the thoracic and lumbar spine. The patient had a stimulator system explanted on (B)(6) 1999 due to not being used or not functional. The patient has had multiple MRI done after the explant. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1997, product type programmer, patient; product ID 3487a, lot # l44237, implanted: (B)(6) 1997, explanted: (B)(6) 1999, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 1999, product type extension. (B)(4).